Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; cause was the customer was not using backup insulin as the pump is being replaced. Tandem technical support attempted to obtain additional information regarding the reported allegation, however customer declined. No additional information available.